Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) felt a burning sensation in the armpit area, experienced a spike in blood pressure, and had a burning sensation in the throat. The patient was referred to a clinic for further evaluation. At this time, the ICD remains in service. No adverse patient effects were reported.